Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00240. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device could not be operated because there was an issue with pressing the key. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The pse rebooted the device several times and performed touch panel calibration, but the issue remained. The pse replaced the touchscreen to resolve the reported issue, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed during diagnostics and functional testing and displayed misaligned touch points. The technician verified that the touchscreen could be recalibrated after successful recalibration of the touchscreen while using the touchscreen calibration button noted in the diagnostics portion of the software. The touchscreen passed all diagnostics testing, and the touchscreen operated without any issues. After the calibration of the touchscreen, the touch points were properly aligned with the lcd.